Manufacturer narrative:
H6: additional information notes device remains implanted and not returning.

Event description:
It was reported that the patient presented in clinic for follow up. During an MRI the patient experienced discomfort due to heating in chest around the implantable cardiac monitor (icm). No interventions were reported. The patient was stable.